Event description:
A customer contacted beckman coulter inc. (Bci) reporting the synchron lx20 pro clinical system hydro was leaking wash solution. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse removed all valve assemblies on the hydro chassis and cleaned up the wash solution spill on the chassis and replaced the defective valve tubing and checked all valve assemblies.